Event description:
It was reported that prior to use foreign matter was discovered in barrel of syringe with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: customer found some foreign matter (most probably a hair) inside the syringe barrel.

Manufacturer narrative:
H.6. Investigation summary: one photo sample was provided to our quality engineer team for evaluation. Through visual inspection of the photo provided, a small fiber is observed inside the syringe. A device history review was performed for reported lot number 1805360, no deviations or non-conformances were identified during the manufacturing process. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All personnel following clearly define gowning procedures before entering the room. Based on the photo and available information, we are not able to determined a root cause at this time. The area manager has been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in barrel of syringe with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: customer found some foreign matter (most probably a hair) inside the syringe barrel.